Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he is having trouble with his infusion sets. Customer stated that when he tries to put the infusion sets in it is painful and bleeds. Customer also reported that he experienced high blood glucose of 463 mg/dl in the middle of the night. Customer stated he went to change his site and it took him five infusion sets to get it to work because the cannulas were bending. He states that when he inserts and pulls away the serter it sometimes brings the infusion set out. Customer declined to troubleshoot for high blood glucose. Nothing further reported.